Event description:
It was reported that the user experienced low blood glucose while using the ilet, with a fingerstick value of 57 mg/dl after earlier reporting 79 mg/dl and expressing concern for going low; the user ingested pepsi and 3¿4 ounces of juice, and troubleshooting and education were completed. Symptoms included no reported clinical manifestations. Outcomes included self-treatment with oral glucose without need for medical intervention or hospitalization. Investigation included review of the event details and user-reported blood glucose values with assessment for device-related malfunction. Investigation of this case revealed no evidence of device or component malfunction and did not identify a specific precipitating factor for the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.